Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon was using the device after some firings the clips did not go out of the instrument and the firing handle was hard to close. The surgeon changed the instrument to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Jaw. Eval summary: the analysis results showed that the el5ml device was received for analysis; the device was noted to have the jaw ramp broken off at the left side. The device was tested for functionality and ejected the remaining clips due to the condition of the device. In addition, the orange indicator did not show up. In addition, complaint information is trended on a regular basis, to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.